Event description:
It was reported the patient underwent ipg replacement for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The event of ipg explant/replacement for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information received indicated a replacement procedure did not occur and there was no allegation of deficiency against the ipg and thus not reportable.